Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 468mg/dl, and she was treated with bolus and manual injections. The customer was experiencing headaches and vomiting. Troubleshooting was performed. The customer stated that she is not feeling well and the insulin pump was not functioning properly. The time, date, and settings were correct. Reviewed the alarm history and found no delivery and low reservoir alarms. Troubleshooting could not be completed as customer did not have insulin in the reservoir and did not have any supplies with her. The customer also mentioned being hospitalized on (B)(6) 2012 due to high blood glucose. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator wire. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive delivery alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.